Event description:
Rptr indicated that pt had passed away. Further follow-up revaled that the pt suffered an intractable seizure that caused pt's death. Physician indicated that the pt's death was not related to the ncp system and that the pt had benefited from vns therapy. The exact date of death is not known at this time. Autopsy results are pending. It is unk at this time whether or not the pt's ncp system was explanted as part of the autopsy. Attempts to obtain add'l info have been unsuccessful to date.